Event description:
Boston scientific received information that this implantable lead displayed loss of myocardial capture resulting in greater than two seconds of asystole for the patient. It was also reported that lead had physical damage to the conductor. The patient underwent a revision procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.